Event description:
It was reported that during a dialysis catheter placement procedure, the peel away allegedly did not break the valve, falling in the middle of the pell away. It was further reported that it was preventing the catheter from passing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the peel away allegedly did not break the valve, falling in the middle of the pell away. It was further reported that it was preventing the catheter from passing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However. One photo was provided for review. The valve cap was noted to be separated and detached from the sheath. According to the manufacturing site evaluation, the detachment of the top caps is confirmed, however, both top caps showed obvious traces of ultrasonic welding. Therefore, the investigation is confirmed for the identified loss of or failure to bond and material separation. However, investigation is inconclusive for the reported delayed separation and failure to advance issue as no objective evidence was provided in photo for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the peel away allegedly did not break the valve, falling in the middle of the pell away. It was further reported that it was preventing the catheter from passing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The valve cap was noted to be separated and detached from the sheath. According to the manufacturing site evaluation, the detachment of the top caps is confirmed, however, both top caps showed obvious traces of ultrasonic welding. Therefore, the investigation is confirmed for the identified loss of or failure to bond and material separation. However, investigation is inconclusive for the reported delayed separation and failure to advance issue as no objective evidence was provided in photo for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.